Event description:
The pt had a venous by-pass with stenosis in two areas. A short stenosis and a more distal and longer stricture. They predilated the longer segment only with a 5mm balloon. There was no problem in getting the delivery system into position with the 2 markers positioned over the pre-dilated segment. Upon release, the proximal coil would not retract, while the distal stent opened with no problem - but retracted (shortened) almost 5mm into the lesion. The proximal part did not recoil as desired and got completely tangled. The proximal stent closed on itself. The pt was sent to surgery for removal of the whole stent.